Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon attempting to impact a 3x8 pli insert into a size 3 fixed bearing sigma tibia, 2 issues were encountered. While trying to impact the poly first time, the poly sat up on the medial side, at which point the interface was investigated and the decision was made to extract the poly and open a new 3x8 pli poly. When trying to impact the poly the second time, it sat up again, only this time on the lateral side. Once again, the interface was investigated and a decision to extract the poly was made. This time a 3x8 curved poly was opened, and upon being impacted, the locking mechanism engaged the poly. There was a surgical delay of 5 mins. Doe: (B)(6) 2020, unk affected side.